Manufacturer narrative:
During preventive maintenance (pm) performed on (B)(6) 2024, the autopulse platform (sn (B)(6)) failed the load cell characterization test. The root cause for the observed failure was a failed load cell module, likely attributed to a failed component or mishandling such as a drop. During visual inspection, a missing battery lock was observed. The observed issue was unrelated to the failed load cell characterization test and appeared to be characteristic of user mishandling. The battery lock was replaced to address the issue. The autopulse platform passed the initial functional test without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as load cell module 1 was exceeding normal parameters. The failed load cell module 1 was replaced to address the observed failure. During further testing, the platform archive data could not be recovered. The 6.02.01 software was reloaded to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with sn (B)(6).

Event description:
During preventive maintenance (pm) performed on (B)(6) 2024, the autopulse platform (sn (B)(6) failed the load cell characterization test. No patient involvement.